Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy, the device was approached to the tissue, and the clip was attempted to be fired, but the clip would not load properly and fell into the patient's cavity. The clip was removed and procedure was completed with another device. There was no patient injury.